Event description:
It was reported lvad patient with replace system controller fault advisory. Data download sent to thoratec and thoratec hotline called. Recommend controller change. Controller (B)(4) removed from patient, backup controller (B)(4) placed on patient with new backup controller (B)(4) programmed same as primary controller. Patient tolerated controller change well. Vital signs stable and vad parameters stable. Self test done and passed. Lvad sounds auscultated at chest with power light illuminated on pc display of controller. Did not result in increase of hospital stay.